Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube and scratched reservoir tube window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated the buttons were unresponsive and a battery replacement did not resolve the issue. The customer also stated the insulin pump was scrolling when attempting to input their carbohydrates. The customer's blood glucose was 219 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.